Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the clip flew from the jaw when the product was fired. There were no patient consequences.